Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number gm1312120 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received and evaluated. The minicap packaged was opened and a visual inspection showed that the sponge was inside of the foil pouch but out of the minicap. The reported issue was confirmed but the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the sponge came out of the minicap. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.